Manufacturer narrative:
The complaint states patient received mom hip-tep right side on (B)(6) 2009. Pain at the end of year 2011/beginning of the year 2012. Scintigram because of persisting/increasing pain on (B)(6) 2013. Loosening stem and an inflammation was obvious. A fracture of cup was detected. Revision of whole construct on (B)(6) 2013 showed a loose stem and a "crumbled" cup. It is suspected the cup was not proper located in relation to the stem. In addition muscle was dissevered by metal parts. A complaints database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address persisting/increasing pain. Loosening stem and an inflammation was obvious. A fracture of cup was detected. Revision of a loose stem and a "crumbled" cup. It is suspected the cup was not proper located in relation to the stem. In addition muscle was dissevered by metal parts.